Event description:
Small v-care uterine manipulators screw does not work, as per surgeon. Charge nurse and materials supervisor notified. Ref# (B)(4), lot# 202210171, exp [redacted date]. The screw is not working (does not tighten). The screw piece on the uterine manipulator is meant to stabilize another piece on the uterine manipulator, which then works together and holds the uterus in a stabilized position.